Manufacturer narrative:
The claimed issue was related to low pressure alarm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, service report and attached photo. The issue was resolved by replacing compressor tubing kit. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).